Manufacturer narrative:
510(k): k212323. This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the clip came loose before it was triggered [interpreted premature deployment unknown position]. Additional information was received on 13 dec 2024 that the clip had deployed in the closed position which has not historically caused or contributed to a serious injury or death. Based on this information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The photo provided shows the device in a coiled position, and there is no clip present on the distal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." IFU also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device can result in difficult passage.¿ the instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic gastronomy, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip came loose before it was triggered [premature deployment unknown position]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.